Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewed the error log. Fse reproduced the error by performing a startup. Fse resolved issue by adjusting main arm alignment. Fse successfully initialized the instrument. The instrument was validated by successfully completing quality control (qc) run and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed from installation date through aware date of this event. There were three (3) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] main arm z-axis home overrun cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misaligned main arm. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Event description:
A customer reported getting error message 4223 "main arm z-axis home overrun," on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.